Manufacturer narrative:
Pump was received with no button response due to corroded keypad traces. No moisture damage found inside the pump. Pump had cracked battery tube threads, reservoir tube, cracked case at display window corners, minor scratched display window.

Event description:
The father of a customer reported via phone call that the insulin pump stopped working and there is fluid underneath the lcd display. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the customer walked through a steam room. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.